Event description:
It was reported that filter wire to protrude from the sheath. A 3.5-5.5 190cm filterwire ez was selected for use. During the preparation, the delivery sheath ruptured while retracting the filter, causing the filter wire to protrude from the sheath. The device could not be re-retracted and the procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that filter wire to protrude from the sheath. A 3.5-5.5 190cm filterwire ez was selected for use. During the preparation, the delivery sheath ruptured while retracting the filter, causing the filter wire to protrude from the sheath. The device could not be re-retracted and the procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device/media analysis: the device was not returned for analysis, therefore, complaint event is not confirmed since it did not include a returned device or media review to identify any issue that confirms the reported allegation. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.